Event description:
A healthcare professional reported that, during cataract surgery with intraocular lens implantation in the right eye, the patient's pupil was small; therefore, a diluted adrenergic agonist and an ophthalmic viscoelastic device (ovd) were used to improve pupil size. The incision was made using the soft-shell technique. During the capsulorhexis, the eye was noted to be moving but gradually stabilized. After hydro dissection, the surgeon checked the ophthalmic handpiece and tip as part of routine practice in sculpt mode to confirm normal sound and irrigation directed toward the capsular bag. All findings appeared normal. With ovd present in the eye, the surgeon entered the eye and began pressing the foot pedal. Before contacting the lens and while attempting to induce vacuum to shave the lens surface, an immediate white cloud was observed. Simultaneously, an abnormal noise was heard, and whitening was noted at the wound entry site. The surgeon immediately recognized this as a wound burn and removed the ophthalmic handpiece for further assessment. The handpiece and pack were replaced, and the ophthalmic system was restarted and the procedure was completed. However, the abnormal noise persisted. Due to the wound burn, a nylon suture in a butterfly orientation was required. The surgeon suspected a handpiece issue, debris, or residual material as the cause of the white cloud. It was unclear why the material was not flushed out during priming of the ophthalmic system. The surgeon further suspected that the handpiece sensor may have generated excess energy that was transferred to the tip and sleeve, resulting in the wound burn. The current condition of the patient was unknown. This report pertains to one of two reports received from the same facility involving the ophthalmic system associated with the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.